Event description:
This 37-yr-old female had bilateral breast augmentation done in 1980 at another facility, therefore, the MFR of the silicone gel implants is not known to this reporting facility. The pt resents with probable baker IV and wishes to have implants removed. Gross exam: right implant is intact: left implant wall exudes a sticky gel-like substance.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. The device was not destroyed/disposed of.